Event description:
It was reported that a 65-year-old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Tamponade occurred during pvc ablation in the right ventricular outflow tract (rvot) using the thermocool® smart touch¿ electrophysiology catheter. A pericardiocentesis was performed and the pvc ablation procedure was not completed. The physician¿s opinion on the cause of the adverse event is that it was procedure related; too much ablation in one spot. The patient outcome was reported as fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. A smartablate generator was used in this case. A transseptal puncture was performed with a brk needle 98cm by st. Jude medical. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of a steam pop. The irrigated catheter¿s flow settings were low flow =2ml/min, high flow= 17ml/min. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters for stability were max distance change = 2.5mm, minimum time = 3s, force over time = 25%, minimum force = 3g, tag size = 3mm with no additional filter and force time intervel (fti).

Manufacturer narrative:
On 13-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 65-year-old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Tamponade occurred during pvc ablation in the right ventricular outflow tract (rvot) using the thermocool® smart touch¿ electrophysiology catheter. A pericardiocentesis was performed and the pvc ablation procedure was not completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).